Manufacturer narrative:
The device has been returned for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a speedband superview 7 multiple band ligator was used during a procedure in late 2008. According to the complainant, one of the threads on a ring was broken and the bands could not be deployed. The procedure was completed with a different device (device brand and model unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".